Event description:
The consumer reported swabbing their nose with the binaxnow covid-19 antigen self test reagent solution performed on (B)(6) 2022 using a nasal swab. The consumer reported that while performing the test they inserted the swab into the test card (without collecting the sample) and then added 6 drops of reagent solution on the swab and rotated the swab 3 times into the card, then removed the swab and inserted into the nostril. The consumer washed their nostril with cool water. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The product will continue to be monitored and tracked.